Event description:
It was reported that a coil (subject device) was successfully placed following stent deployment during a stenting and coil embolization procedure of a posterior communicating artery wide neck aneurysm (neck size 6.21mm) in 2007. The patient then experienced a temporary left sided paralysis (left hand could not move). Two more coils were successfully placed, and the procedure was completed. The temporary paralysis prolonged hospitalization by two days, "...until the patient could move well." Based on information received the following month, it was determined that the patient is ok, can walk and move well, and had been discharged to her home. Follow up response state the clinical records will not be released.

Manufacturer narrative:
The device directions for use states: "potential complications include, but are not limited to: hematoma at site of entry, vessel perforation, emboli, hemorrhage, ischemia, vasospasm, and neurological deficits including stroke and possibly death."